Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 450mg/dl with polydipsia, polyuria and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the occlusion alarm is not in the alarm history. This report is being made due to the bg excursion the patient experienced due to use error.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 04/24/2017 with the following findings: no abnormal pump behavior was experienced during investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump appropriately alarmed when an occlusion was induced during testing. The force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.